Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error. Blood glucose at the time of incident was unknown. Customer reported his insulin pump was alarming and only had a picture of an insulin pump with a red x and an arrow pointing to a book. Customer was running on a treadmill when the pump alarmed. Customer reported that they received a critical pump error image on the pump screen. Advise the insulin pump will need to be replaced. Advise to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will not be returned for analysis.